Event description:
Pt had sigma 8000 IV pump on magnesium sulfate IV fluid drip to run at 1 gm/hr (25cc/hr) this was programmed into pump. At 1710 pt developed symptoms of respiratory distress decreasing neurology signs on testing and disorientation. Magnesium level found to be 8.2 at 6:30 pm after a level of 3.4 at 0010 after CT showed no c.v.a. And no pe. IV pump with magnesium was discovered to be running rapidly even when powered off. Pt found to be mag toxic, in repsiratory distress. Pump disconnected and IV mag clamped off. Pump still programmed at 1 gm/hr.